Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report irritation at the sensor insertion site. Patient had been wearing sensor for three days when she first experienced itching at the insertion site. She was able to keep the sensor on for seven days and, upon removal, confirmed that there was a rash. Patient saw her dermatologist but was not prescribed anything for the rash. At the time of her call to dexcom technical support, patient reported that the affected site was healing.